Event description:
The patient reported that their v-go 40 device keeps falling off their arm. The patient stated he has gone through 12 devices in the past six days. It was reported that no devices are available for return to the manufacturer for evaluation.